Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an infection noted coexisting with a pocket hematoma. The pocket was revised, and antibiotics were administered to resolve the event. The patient was stable with no consequences.